Event description:
The set became blocked during hyperal with d 12.5% infusion.

Manufacturer narrative:
The customer returned one sample to co for evaluation examination of the returned unit showed that there was no particulate present in the set. No visual or functional defects were found. This issue may possibly be due to the use of an upstream filter with this set which causes the pump to alert bottle side occlusion. Co was unable to confirm this issue but was able to determine a probable cause. Co is continuing to work with this facility to resolve this issue. Co considers this MDR closed with this report.